Event description:
Catheter was removed due to indications of fluid/infusate infiltration. A break was noted in the catheter near the 2cm mark. No information about patient condition was given. No information on the catheter was given and the product was not returned for evaluation.